Event description:
It was reported that multiple error codes were displayed and the scm12 is loaded with only 4.0 software. There have been occurrences of failure and a request has been made for the unit to be evaluated. The sthc1 does not stay connected and the blue seals have been removed or have been recommended to be removed. There have been no patient consequences reported. The customer has been able to complete biopsy procedure.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.